Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Event description:
Impella cp was inserted via the left femoral artery in a 42-year-old male with cardiomyopathy. The patient's clinical state prior to initiation of support was reported as society for cardiovascular angiography and interventions (scai) shock stage d, requiring respiratory support, inotropic therapy, vasopressors, and concomitant veno-arterial extracorporeal membrane oxygenation (va-ECMO) for circulatory support. The impella cp was utilized for left ventricular unloading during va-ECMO support. After approximately four days of support, the patient underwent escalation of therapy to an impella 5.5 inserted via the right subclavian axillary artery while continuing va-ECMO support. During transesophageal echocardiography (tee), anesthesia identified a large thrombus within the descending aorta that appeared fixed to the impella cp catheter. The medical team reviewed the tee findings and laboratory data and elected to initiate anticoagulation, reduce ECMO flow, and carefully withdraw the impella cp under continuous tee guidance. It as further reported that the surgeon removed thrombus with no residual thrombus observed after intervention. At the time of the event, the impella cp was functioning as intended with purge solution consisting of 5% dextrose in water with 25 milliequivalents sodium bicarbonate. No device alarms, malfunction, or performance concerns were reported. The impella cp was successfully explanted without reported complication, and the patient was successfully escalated to impella 5.5 support with ongoing va-ECMO therapy. Based on the available information, the impella cp functioned as intended throughout support. The reported thrombus is conservatively reported as a thromboembolic event occurring during impella cp and va-ECMO support. Given the temporal relationship to the device, an association with the device-patient interaction cannot be excluded; however, the event is also confounded by the patient's underlying cardiogenic shock, critical illness, anticoagulation status, and concomitant va-ECMO support. The patient survived to impella cp explant and escalation to impella 5.5 support.